Event description:
Customer went to the emergency room due to a drop in their blood pressure and increased heart rate. Customer alleges the meter caused/contributed to emergency hospital visit due to a low blood glucose reading = 106mg/dl. Customer's blood glucose at hospital = between 50-60mg/dl. Hospital administered orange juice and crackers. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.